Manufacturer narrative:
(B)(4). Based on the provided information and investigation performed no malfunction of the mr device or coil used was observed that contributed to the injury. The reddening of the skin between the thighs, and the blistering that appeared are consistent with so-called skin-to-skin incidents. In this case no padding was used to avoid skin-to-skin contact, and it was stated that there was potential contact between both inner thighs at the affected area. Skin-skin loop forming are a known cause for rf heating incidents during an MRI scan. The best way to prevent skin-skin rf heating incidents is to create enough isolation between the two skin surfaces either by distance or by an isolating material between the skins. Therefore an accessory set is part of every mr system delivery containing several spacers and cushions. The instructions for use contain extensive warnings and instructions for patient positioning.

Event description:
A male patient was positioned feet first supine to undergo a upper leg examination. Shortly after the examination two blisters of 2 by 4 centimeter were observed on the inside of the patient's thighs.